Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The iesu was tested using the system on startup unit displayed c-33. Upon visual inspection there were no issue found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer. The root cause of this event happened in the field c-33 error was triggered indicating a high voltage fault.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe generator had screen allows them to make changes to the energy but there are no instruments installed. Site power cycled the generator but had repeated c-00 errors. Site moved this procedure to their other da vinci system. It was recommended to use a covidien generator as a backup but will need an activation cable (pn 371716, assy, cable, pmed, covidien, force triad (blue colored cable) however site was not aware of the activation cable. Site will investigate to see if they have the activation cable. Site was provided information on how to use the covidien generator with the activation cable when the erbe is not functioning normally. Field service engineer (fse) to follow up. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.